Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l56461, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the "leads" on the patient's device were broken and the patient was hoping that it would not interfere with her pump. It was unclear as to what the patient was referring to as "leads". No symptoms were reported. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.